Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to fluid ingress. Our evaluation found internal evidence of fluid ingress and contamination on the main board. It is recommended that the main board be replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message, the device failed the power-on upgrade and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.